Manufacturer narrative:
The returned device was evaluated and the received device had the cannula assembly fully deployed. Inspection of the needle mechanism components found no evidence of any damage or manufacturing deficiencies that would result in the soft cannula becoming dislodged from the infusion site. A root cause for the reported dislodged cannula could not be determined. The device was received without the adhesive pad. No damages or defects were observed with the adhesive pad's welds on the bottom housing. Although the investigation found no evidence of any damage, the cause of the reported event could not be determined. Investigation found a tear in the exposed portion of the soft cannula. During fluid path testing, fluid was observed to be leaking through the tear in the exposed portion of the soft cannula. The timing and cause of this damage could not be determined.

Event description:
It was reported the patient's blood glucose level rose to over 250 mg/dl while wearing the pod between 24 and 36 hours. In addition the patient reports the pod failed to adhere and the cannula had become dislodged from the pod infusion site (abdomen). As treatment, the patient applied a new pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.